Event description:
A customer contacted beckman coulter inc., (bci) regarding obtaining a troponin (accutni) result in the risk stratification range that repeated above the ami cutoff on access 2 immunoassay system for one patient. Customer does not recall which result was reported or which result is believed to be true. However, they stated no erroneous results were reported outside of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
There was no visible fibrin in the patient's sample. Per customer, qc and system checks were within specifications during this event. A field service engineer (fse) was dispatched: the fse performed a high sensitivity system check, but results were not supplied. The fse inspected the instrument and found no hardware issues that would have contributed to an erroneous result. No clear root cause could be determined for this event.